Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cemented eon stem. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was being revised due to loose cemented femoral component.

Manufacturer narrative:
An event regarding stem loosening involving an omnifit eon 132 was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as insufficient medical records were provided. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, returned devices, and patient history are needed to determine the root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient's right hip was being revised due to loose cemented femoral component.